Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) delivered inappropriate antitachycardia pacing due to undersensing. No intervention was performed, and the patient's status was unknown.